Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced "implant exposure or extrusion/conjunctival erosion" and "bleb leak" in the unknown eye against the xen®45 gts. Treatment for exposure provided as "swept xen under conjunctiva (in office)" and for bleb leak as "patient educated to not rub eye, continuation of wearing shield." Events resolved without sequelae.